Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported device operates differently than expected (failure to seal the perforation) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other two graftmaster devices (3.5 x 16, and 4.0 x 26 mm) referenced, are filed under separate medwatch report numbers.

Event description:
It was reported that this was a procedure to treat the patient with an acute, ongoing myocardial infarction whose health was declining prior to use of the graftmaster stent. Three graftmasters, (sizes 3.5 x 16, 4.0 x 19, and 4.0 x 26 mm) were implanted to treat the coronary perforation in the right coronary artery (rca), but these were not large enough to seal the perforation. The perforation was discovered to be larger than initially anticipated/ visualized angiographically, but a larger graftmaster size was not available. The perforation was unable to be sealed. The patient expired from suspected cardiac tamponade. In the opinion of the physician, use of the graftmasters did not cause or contribute to the patient death. No additional information was provided.